Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6)-xxxx was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim, it was reported by customer that rn entered room due to IV pump alarming downstream occlusion.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and flushed. No occlusion was observed. No leakage was seen coming from the filter vent. The customer complaint was unable to be replicated. A device history record review could not be performed because the lot number is unknown. The root cause could not be determined because the issue could not be replicated.